Manufacturer narrative:
Customer reported that the device was under infusing during testing. Performed three separate delivery accuracy tests, the pump was found to be within manufacturing specifications. Unable to determine what caused the problem.

Event description:
It was reported that the device was under infusing during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4).additional information is provided in h3, h6, and h10.a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was returned for evaluation. There was no evidence of the reported problem in the event history log (ehl). Three separate delivery accuracy tests were performed; the pump was found to be within manufacturing specifications. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions were taken for the issue.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy plus pump was under infusing. No patient was involved in this event. No adverse effects were reported.